Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a red, itchy rash like an allergic reaction. The patient spoke to her doctor about the rash and was advised to use a benadryl like cream. After using the benadryl cream on the rash, the rash improved. There was no allegation of a device malfunction associated with the reported skin irritation.